Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for prostate cancer, the surgeon tried to inflate balloon as usual in order to expand retroperitoneal, but the balloon didn't inflate. After the device was removed from the patient, the balloon was inflated but the customer stopped using it. Another device was opened for the procedure. The status of the patient was reported as no problem.